Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, maryland bipolar forceps instrument had damaged conductor wire. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the issue was found during the preparation, and it was observed that the wire was broken.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument associated with this complaint and completed investigations. The instrument was found to have damage of the conductor wire¿s insulation at the yaw pulley. There were no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, as well as the cable. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation do not show damage. Additionally, the instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test.